Event description:
It was reported that the customer experienced low blood glucose levels. The customer stated that the sensor did not notify him that he had low blood glucose. The customer stated he was driving when the low blood glucose episode occurred and that he pulled to the side of the road in order to avoid an accident. The customer mentioned receiving a change sensor alert as well. The customer further stated that he was hospitalized on (B)(6) 2015 due to low blood glucose. The customer's blood glucose at the time of admission was 30 mg/dl. The customer was treated with an IV and glucose. The customer believed the cause was due to being active and therefore lower in blood glucose. The customer declined troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.